Event description:
It was reported that the t:slim x2 pump battery would not charge, and the screen remained dark. There was no adverse impact to the customer's blood glucose level. The customer tried multiple troubleshooting steps, such as using different charging cables and wall adapters, but none resolved the issue. Technical support decided to replace the pump with one featuring updated software, ensuring the customer received training via their tandem source account. The customer will use a multiple daily injection therapy as a backup to maintain insulin delivery until the replacement arrives. Technical support provided instructions for returning the non-functioning pump.